Event description:
The customer reported on (B)(6) 2013 his blood glucose, carbohydrate and insulin bolus history. The pod was removed and she noticed the cannula looks kinked. He was able to activate a new pod.

Manufacturer narrative:
The product wsa not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.